Event description:
Reportedly, ring explanted after 133 months due to unk reason. No additional information available. Device not returned for evaluation.

Manufacturer narrative:
Device not returned.